Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had an issue with under delivery of insulin. The customer¿s blood glucose level was 28 mmol/l at the time of incident. Customer treated with manual injection and blood glucose reading was 12.5 mmol/l at the time of call. The customer did not experience any symptoms of high blood glucose value. Based on customer¿s report customer does alleged under delivery of insulin. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.